Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse the patient experienced pain at the implant site and ¿heart pain¿ since the time of implant. It was also reported there was purple bruising, redness, and swelling at the implant site which was followed by the development of a skin ulcer. The patient was hospitalized several times without resolution of the infection. Approximately eight months later, the implantable cardioverter defibrillator (ICD) system was removed and the procedure resulted in massive bleeding, thrombosis, and the patient ¿died during the explant.¿ approximately one month after the ICD system was removed the patient received thrombolytic therapy, there was improvement, and the patient was found to be in stable condition. The ICD system was not replaced and therefore there was no treatment when ventricular fibrillation (vf) and ventricular tachycardia (vt) occurred. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The family felt the infection was due to a product problem.